Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time changed multiple times without user interaction. Review of pump data by tandem technical support confirmed an issue. Multiple follow up attempts were made to complete troubleshooting, however, no response was received. There was no adverse impact to customer's blood glucose level.